Event description:
It was reported that the device rate deviating. There was patient involvement/no adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis. Visual inspection showed the dso seal bubbled then replaced. No issues were found in the event history log (ehl). Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The reported issue was unable to be duplicated. The cause of the reported issue was not determined as no issue was identified through testing.